Manufacturer narrative:
The bladder scan 6100, the bladder scan 6100 charging cradle, and the charging cradle power supply were returned to verathon europe for evaluation. The technical service representative verified there were loose parts in the charging cradle power supply, however the power supply was not connected to ac mains due to the reported event. The technical service representative inspected the charging cradle, both the exterior and the interior, and found no abnormalities. The charging cradle and power supply were replaced for the customer and the returned charging cradle and power supply were scrapped. The bladder scan 6100 was tested to specification and returned to the customer. Review of the complaint history for this device determined that the reported event is an isolated incident. No other reports of smoking or flames have been received for charging cradle power supplies used in conjunction with the bladderscan 6100. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that when the nursing staff connected the bladder scan 6100 charging cradle to ac mains smoke and flames came out of the charging cradle power supply. The customer did not know if the bladder scan 6100 was on the charging cradle at the time, but did report that the bladder scan device was working properly. No harm to patient or user was reported.